Event description:
It was reported to globus that a patient has some pain in her back. X-ray appears to indicate the rod has moved slightly. Revision surgery took place (B)(6) 2013 at the (B)(6). The caps and rods were removed. It was reported the caps on one rod were not as tight as it should be.

Manufacturer narrative:
The device removed has not been returned for evaluation. No part number or lot number has been provided and therefore, a thorough review cannot be conducted at this time. We have been advised the locking caps removed will be available for our evaluation, however at this time we have not received the caps for evaluation. This complaint is still under investigation, and globus will provide a supplemental report at the conclusion of our investigation.